Manufacturer narrative:
The venous extension, collar, and compression ring were returned for evaluation. Visual inspection revealed no obvious defects. The collar was removed from the extension cannula. Inspection of the inside of the collar revealed the compression ring was not properly seated with one side further down the collar shaft than the opposite side. Relative dimensions were taken of the extension cannula and the collar. Both devices were found to be within specification. The contract manufacturer conducted a review of the manufacture records for the catheter, venous extension, collar, and compression ring. Their investigation revealed all four components were manufactured, assembled, and inspected according to specification with no non-conformances or abnormalities. A root cause cannot be determined but is not likely manufacture related. Device was implanted for 10 months with no reported issues. It can be reasonably concluded that the separation of the lumen to extension cannula joint experienced by the complaint part was possibly due to the improper assembly of the lumen to the extension. The instructions for use (IFU) includes the following information regarding the installation of the extension. "Do not soak catheter end or adaptor in any antiseptic before or during adaptor installation." "Insert metal cannula of the adaptor part into catheter lumen with a twisting motion, making sure the tubing is fully seated (until no metal is visible)."' "Compression ring must be fully seated." "Assembly threads must be fully engaged." "A gentle tug will assure proper assembly." Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
We are currently waiting for the device to be returned for evaluation. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During dialysis the catheter separated from the arterial extension.